Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic broken. The lens was returned dry. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).